Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. Code (B)(6): a severe injury, illness or impairment which requires hospitalization or medical intervention. Code (B)(6): use of an additional or alternative device was required to achieve optimal outcome. Code (B)(6): problem associated with the device being positioned in a location other than intended or specified. Code (B)(6): the investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. Code (B)(6): the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. Code (B)(6): the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. Code (B)(6): the device either functioned as intended or a problem was not found. Code (B)(6): the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on unknown date in 2017, a patient underwent endovascular treatment of an abdominal aortic aneurysm using endurant. On (B)(6) 2021, the patient underwent endovascular treatment of an aortic arch aneurysm using gore¿ tag¿ conformable thoracic stent graft with active control system (ctagac) with a left common carotid artery - a left subclavian artery bypass using a 8mm propaten and embolizing the left subclavian artery procedure. Before the implantation of the tgmr404020j, at angiography, a decrease in blood pressure was observed. The physician attempted to implant the device from zone 2, however, it was implanted under the left subclavian artery and as reported, this device moved distally about 10mm. The additional ctagac, tgmr404020j, attempted to implant proximally from zone 2, but the partial uncovered stent of the device unintentionally covered the left common carotid artery. A distal subtraction angiography revealed no blood flow to the left common carotid artery that got covered by the partial uncovered stent of the (B)(4). A bare metal stent (epic 10mm x 6cm) was implanted into the left common carotid artery and blood flow was restored. The physician stated that at the first implantation, there was not enough time to adjust the deployment position precisely due to decrease in blood pressure and to check no bleeding and the medication to control the blood pressure. At the second implantation, the decrease in blood pressure was found to be due to the patient's allergy to contrast media. So the angiography for the left common carotid artery was not performed due to the patient's allergy to contrast media. Also reportedly, it was difficult to confirm the location of the left common carotid artery. The physician attempted to implant accurately just at the left common carotid artery.